Event description:
It was reported that there was high impedance on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Tthe proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did perform as described in the field action.